Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal discomfort and cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with unknown intraperitoneal antibiotics (ongoing) for the peritonitis event. Four days after event onset, the patient passed away at home. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was reported antibiotic and pd therapy were ongoing prior to death. Pd therapy was not ongoing at the time of death. No additional information is available.